Manufacturer narrative:
Correction: a4 - weight should have been 155 lb rather than 150 lb as originally reported correction: h6 - method code should have been 4114 rather than 4117 as originally reported.

Event description:
Additional information found the patient had their scs ipg explanted to address the issue and had a drg system implanted.

Manufacturer narrative:
Date of the event is estimated.  The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient received the "replace generator soon" message. The pc has ios 12.4 and patient controller app version 3.8 indicating that the eri message is true. Surgical intervention may take place at a later date to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.